Event description:
The customer received questionable low results on multiple assays for one patient sample. The sample was repeated on the same analyzer twice with acceptable results. Of the data provided, only the following results were discrepant. Alkaline phosphatase gen 2.(alp) initial result was 2 u/l. Repeat results were 127 u/l and 132 u/l. Aspartate aminotransferase (ast) initial result was 4.2 u/l. Repeat results were 21.6 u/l and 23 u/l. C-reactive protein gen 3. (Crp) initial result was 0.08 mg/l. Repeat results were 50.48 mg/l and 49.10 mg/l. G-glutamyltransferase gen 2.(ggt) initial result was 1 u/l. Repeat results were 64 u/l and 66 u/l. Creatinine plus ver.2 initial result was 1.4 umol/l. Repeat results were 360.3 umol/l and 360.8 umol/l. The erroneous results were reported outside the laboratory. Information concerning if the patient was adversely affected was requested, but was not provided. The reagent lot numbers and expiration dates were requested, but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided data and the fact that multiple assays were involved, the most likely cause was a preanalytical issue. It was noted the customer was not following the tube manufacturer's recommendations for centrifugation conditions. This could have contributed to the issue. Review of the analyzer alarm trace did not reveal any pipetting issues.